Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm force bipolar instrument failed to close and function properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8 mm force bipolar instrument was analyzed and found to have severely bent grips, causing misalignment of the grips. There was a 0.0810" offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.